Event description:
It was reported that a surgeon was performing a rotator cuff repair when, after the 3rd or 4th pass, the needle tip broke off in the patient's tissue. The surgeon could not retrieve the tip. Follow-up with the reporter provided information that fiberwire was noted to be the only other device in contact with the complainant device. The case was completed. No further patient was provided at the time of this report or in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but has not been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement is being released instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may causes the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.